Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the event occurred with no pt involvement. During pretest the balloon would not inflate. As a result, the catheter was not used. A new kit was opened and used successfully. No medical/surgical intervention was needed. There was no delay or interruption in therapy noted. There was no pt death, complications or injury. The pt outcome is good.